Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue related to the customer reported complaint. No specific risk assessment can be performed based on the information provided. Failure analysis was unable to confirm or reproduce the reported issue. The device was evaluated, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the low energy and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. System logs could not confirm the fault occurred in the field. Visual inspection: the side cover was bent on both sides. The side cover had multiple dents on both sides. The unit energized and cauterized and all ports recognized instruments on system. Error m-b0 (neutral electrode symmetry) potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding the surgeon was experiencing low monopolar energy on the coagulation using the monopolar curved scissor instrument. The surgeon also reported the same issue occurring during yesterday's surgical procedure. The customer replaced the green energy cord, blue energy cords, bovie pad, and the instrument with no change to the reported event. The procedure was completed with no reported injury. Isi contacted the customer and obtained the following information: the procedure was completed using the same generator, but the issue remained and was never resolved. There was a surgical delay.